Event description:
A (B)(6) male presents complaining of blurry vision in the left eye for 2 weeks. Pt had icl (bilateral) (B)(6) 2012 for high myopia. During examination an anterior subcapsular cataract os>od is found. Optic diameter 4.9-5.8mm; overall diameter 13.2 mm.